Event description:
The customer reported the device would not charge the batteries. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A third party field service engineer evaluated the device and confirmed the ac power module was faulty. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the ac power module where the device would not charge the batteries.